Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2017. Additionally, the patient indicated that they did not calibrate the cgm after experiencing an inaccuracy. No injury or medical intervention was reported. No data was available for evaluation. The confirmation of inaccurate cgm values was not determined. A root cause could not be determined. Calibration was not performed after experiencing inaccuracies. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again.